Manufacturer narrative:
According to the inspection by the repair department, it was found that the actual device was flooded with water from the cable and the main body and imaging section. However, the root cause of the reported event cannot be identified. Device history record (DHR) review: a DHR was reviewed and no issues that could have caused or contributed to the reported issue were found. Instructions for use (IFU): do not apply excessive bending, pulling, twisting, crushing, or other force to the camera cable. Doing so may cause the camera cable to break. Do not strike or drop this device. Water leakage may cause damage to the electrical circuits inside the device. The most probable cause of the complaint is cause linked to device but unable to trace more specifically. Olympus will continue to monitor the field performance of this device.

Event description:
It was observed during the device evaluation, the camera head exhibited flooding of the cable, main body and imaging section. The scope mount was corroded and heavy in operation. There was no patient involvement.